Event description:
Per the independent repair center, the customer alleged problem is alarming. The key failure is the pc board has no power to the compressor. Additional malfunction is the pilot valve alarms and shuts down.